Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was cracked after being loaded onto the pump. Reportedly, the crack was located on the bottom left corner of the cartridge. Blood glucose level was 347 mg/dl and was addressed with a manual injection. A new cartridge was loaded to resolve the issue.